Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an adverse event occurred. The patient stated most of the day, the dexcom had been showing an error icon display (???). She stated she was home alone, and her sugar went low. She indicated that the dexcom did not warn her and she blacked out and 'face planted'. As a result, the patient had a broken nose and lip. Data was provided for investigation. Data investigation confirmed a sensor error. The probable cause was determined to be sensor noise. No additional patient or event information is available.